Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2015. Blood glucose was 160 to 259 mg/dl. Customer had nausea and vomiting. The customer was treated with fluids and nausea medicine and ten released. Mother also stated that the customer's blood glucose was high the day of the call. They changed the infusion set and reservoir as the insulin pump seemed not to be delivering. Blood glucose value at the time was 295 mg/dl. Most recent reading was 85 mg/dl. The customer experienced difficulty breathing and extreme hot flashes. No site, set or insulin issues found during troubleshooting. Mother was advised to monitor the insulin pump.